Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was reviewed and firmware errors were found the unit could not be run on the global receiver functional tester because the receiver was perpetually rebooting. The receiver case was opened for interior inspection and passed inspection. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.